Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found a worn region close to the rim. This was likely the result of contact between the femoral head and the shell after fracture of the liner. The location of the wear is close to the rim shell, suggesting that the cup was either placed vertically or at an extreme version angle. On the opposite side of the worn region on the shell, there is evidence of impingement on the rim of the shell. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00287 / 00289).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013 due to fracture of the polyethylene acetabular liner. The acetabular shell and modular head were noted to have been articulating on one another. The acetabular cup, liner and modular head were removed and replaced.